Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Bariatric surgery, obese patient . Patient gender/ bmi? Male. What was the exact surgical procedure being performed? Gastroplasty surgery, bypass technique. What tissues were being stapled? Stomach and intestine. What color reloads were used and where? Blue and white reloads were used. Blue were used in the gastric pouch and white in anastomosis. Was buttressing material used? No. Were any issues noted with staple formation in primary procedure? At the time of the procedure no abnormal events were noticed. How was the fistula identified post-op? The fistula identified was between the staples of the loads. Were any issues noted with staple formation at site of fistula? No stapling problem was observed at the fistula site. What the doctor reports is that the fistula formed in the space between the staple loads, which he called a range of weakness. Was a reoperation completed? Yes, the patient was reoperated and drained. Can additional information be provided of post-op care of patient? The patient had a pulmonary complaint, which motivated him to return to the hospital. A tomography was performed, where the fistula was verified, then the patient underwent peroperative endoscopy, laparoscopy, exploratory laparotomy with the fistula approach. What is meant by ¿hypotheses may have been due to the interval between stapling loads¿ the doctor commented that one of the hypotheses may have been due to the interval between stapling loads. The doctor reports that the site of the fistula occurred in the range of the loads of the stapling, where it denominated of point of weakness of the fabric. Are there any photos, video, or imaging studies available for review? He said there were no photos of the surgery but a CT scan was performed.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2018. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Patient gender/ bmi? What was the exact surgical procedure being performed? What tissues were being stapled? What color reloads were used and where? Was buttressing material used? Were any issues noted with staple formation in primary procedure? How was the fistula identified post-op? Were any issues noted with staple formation at site of fistula? Was a reoperation completed? Can additional information be provided of post-op care of patient? What is meant by ¿hypotheses may have been due to the interval between stapling loads¿. Are there any photos, video, or imaging studies available for review?

Event description:
It was reported that the patient presented, two or three days after the surgery, an early fistula in the clipping line (proved by image examination). In the same week of surgery, the patient died. The doctor commented that one of the hypotheses may have been due to the interval between stapling loads. There was no problem during the operation. The procedure and death date were not informed. It was only informed that the procedure/death happened between (B)(6) 2017. The sales rep. Was informed about the event on (B)(6). Procedure: gastroplasty.

Manufacturer narrative:
(B)(4). Additional information obtained from conversation with surgeon: the surgeon stated that there were no problems encountered with device intraoperatively, only afterwards a fistula occurred. The site of fistula seemed to be where the junction of cartridge firings was on the gastric pouch. The leak was in the last reload which was blue. Two reloads were usually used in this area but in this case four were used. The gastrojejunostomy was created with a linear stapler. The surgeon was asked if there were any staple formation issues noted and he replied that they were all well-formed. The fistula was identified during an endoscopy and no ischemia was observed. Contamination was found, the site was cleaned but he did not do anything with fistula due to state of tissue.